Event description:
Female undergoing cath/stenting. During stenting of rca, a deployed maverick balloon would not extract back into the guide catheter. Upon further attempts, the balloon fractured leaving portion in the vessel. Fragment secured to vessel wall with stent. Second catheter caused a partial dissection of vessel wall. That balloon was successfully extracted.